Event description:
It was reported by service report that the mattress would not adhere to the litter due to missing velcro. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - velcro, mattress.